Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 3, and "fluid build up."

Event description:
Patient reported left side capsular contracture baker grade iii. Patient additionally reported "concern regarding possible signs for alcl," "500ml aspirated," and fluid building back up. Device remains implanted.